Event description:
It was reported that patient underwent a replacement surgery of his inflatable penile prosthesis (ipp) due to fluid loss at an unknown location. A new ipp was implanted. No information about the patient outcome is available at the moment.